Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a bleed to the head. The pt underwent neuro surgery. The hospital later reported that the pt expired on (B)(6) 2012 after withdrawing support. The pt had an ischemic stroke which converted to hemorrhagic. Surgery was performed to evacuate, but bleeding persisted.